Manufacturer narrative:
The manufacturer did receive medical document and pns for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a low profile cup on (B)(6) 2020. After implantation it was noticed that the expiry date of the implant was (B)(6) 2020.

Manufacturer narrative:
Event description: patient was implanted with a low profile cup on (B)(6) 2020. After implantation it was noticed that the expiry date of the implant was (B)(6) 2020. Product evaluation: no product was returned. It is implanted. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Instruction for use (IFU): the approprite instructions for use IFU d011500213 ed. 05/09 states: "inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded." Conclusion: patient was implanted with a low profile cup on may 18, 2020. After implantation it was noticed that the expiry date of the implant was (B)(6) 2020. Based on the investigation the reported event can be confirmed. The sterile expiration date was exceeded approx. Four months. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we identified the root cause to be a user error. The expiration date of the implant was exceeded. In the applicable instruction for use (IFU d011500213) it is stated that an expired component may no longer be used. Therefore it is advised to monitor the patient. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are available now.